Event description:
A caller reported a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided comprehensive instructions for resetting the pump, and the caller was able to successfully start their sensor session without any recurrence of the error.